Event description:
It was reported that an ilet device was not charging, and a replacement ilet, charging pad, and hard case were provided while the original unit remained pending return. No reported adverse clinical effects, with a reported blood glucose value of 169 mg/dl and no alerts or alarms described. Outcomes included no injury, no medical intervention, and no interruption to diabetes management beyond replacement logistics. Investigation included technical review of the reported charging issue and monitoring for return of the original device for evaluation. Investigation of this case revealed insufficient information to confirm a device malfunction because the device was not available for analysis. It was concluded that the event involved a reported charging failure without patient harm, and the root cause could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.